Event description:
It was reported that during patient treatment, the manual breathing bag did not inflate. Alarms for airway pressure high was found in the log. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. The system was investigated by the distributor's field service engineer (fse). The reported issue was not reproduced. This is the second occurrence of the issue, and it has subsequently reoccurred on another occasion. The first event is reported in mfg report number: 8010042-2025-0000895 and the third event is reported in mfg report number: 8010042-2025-0001076. Based on the reported failure and alarms found in the logs, the pressure transducer pcbs were cleaned. During the further investigation by the distributor's fse confirmed that the customers cleaning interval of patient cassette is not regularly which is not how it's recommended in the cleaning manual. It was also identified that new staff members at the customer, being accustomed to operating an older anesthesia machine, required additional guidance on the proper use and features of our anesthesia system. This training was provided to the new staff members after the event. The customer has been trained on the anesthesia system prior to this event but new staff members at the customer who were not familiar with operating the anesthesia system were added later. In conclusion no parts were replaced, and the anesthesia system was handed over to the customer in good working condition. A complete set of device logs was received. Evaluation of the logs shows that prior to and after the event a successful system checkout was performed. Alarms indication a high airway pressure were triggered during manual ventilation and automatic ventilation. The user switched several times between man ventilation and automatic ventilation in volume control during very short time. Multiple system shutdowns and restart was performed until the end of the treatment which confirmed that the user struggled to operate the system. Our conclusion, based on the obtained information, is that the reported issue was a useability issue and there's no device malfunction.

Event description:
Manufacturer's reference#: (B)(4).